Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with redness, inflammation, infection and a lump extended beyond the patch perimeter. The patient went to the hospital and there they prescribed oral antibiotics (amoxiclav 125 mg, 1 tablet every 8 hours for 7 days). Before placing the sensor the parent cleaned the skin with alcohol wipes and put a skin barrier. At the time of the report the patient was fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - e1803 nodule.